Manufacturer narrative:
Pending evaluation: concomitant device(s): 5532628 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5; 5605581 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t; 5665381 200-07-35 - advanced patella 35mm 3 peg implant; 5972610 201-78-15 - holding pin mini sharp point 4 pk; s013682 521-78-23 - threaded pin size 2.3 collared 2pk; s020030 521-78-32 - threaded pin size 3.0 collarless 2pk; s020045 521-78-32 - threaded pin size 3.0 collarless 2pk; s019042 521-78-36 - threaded pin size 5.1 collarless 2pk; 4043019220 a10012 - gps implant kit v2.

Event description:
As reported, approximately 3 years post op the initial tsa, this male patient was revised due to wear on poly and synovitis. Patient was complaining of pain. Patient last known to be in stable condition. Explants unavailable. No other information available.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of the reported prosthesis wear and synovitis, as stated in the experience report. However, this cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for approximately 3.25 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g reporting contact and reporting contact e-mail, h6 clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported may have been the result of the reported prosthesis wear and synovitis, as stated in the experience report. However, this cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for approximately 3.25 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.